Event description:
The customer reported that an erroneous low hemoglobin (hgb) result was generated on a unicel dxh 800 coulter cellular analysis system for one patient. Actual patient data was not provided by the customer. An assessment for instrument generated flagging could not be made because printouts were not provided. The erroneous result was reported outside the laboratory where a nurse questioned the result. The sample was repeat tested on another instrument where a higher hgb results was obtained. No death, serious injury or modification to patient treatment was associated or attributed to the event. All patient results generated during the morning of the event were repeated on the other instrument. Repeat hemoglobin results were higher, but the differences were not clinically significant. Actual patient data was not provided by the customer. The instrument had been recently serviced for low hemoglobin (hgb). Controls were executed on the morning of the event. The control value for the hemoglobin parameter was low but within specification. No specific patient information, or sample collection/handling data was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the hgb lamp and hgb chamber to improve and stabilize hgb control levels. Upon completion of the repairs, the instrument was returned back into operation. No issues have been reported since the repair. The cause of this event is attributed to the hgb lamp and hbg chamber.